Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and was treated with insulin drip. Contact requested assistance from tandem technical support with turning the pump off. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.